Event description:
Pt had anterior cervical discectomy & fusion in 11/97. 7/98 pt felt something pop in neck. X-rays showed fusion solid but plate was broken. Opted to wait until the summer was over. Had hardware removed 9/30/98.